Manufacturer narrative:
(B)(4). Evaluation summary: the product was returned and device analysis found the reported failure mode was due to the link traveling through the anterior foot slot. A review of the complaint handling database revealed three similar events for this failure mode. In-depth assessment of this root cause found it was extremely difficult to reproduce this failure in manufacturing; however, was much easier to repeat in simulated use testing. The link traveling through the anterior foot slot is not a systemic failure. This type of event will continue to be monitored per local quality procedures.

Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, the suture did not deploy. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.